Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the short port btt balloon popped. No pieces had to be retrieved from the pt. The balloon was filled with less than 25 cc of air as instructed by the info for use "IFU". A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: from the investigation, the silicone outer coating and the latex material were torn near the proximal suture windings. Upon reassembly, it appeared that the silicone outer balloon coating and latex forms a complete assembly. The complaint was confirmed for short port btt balloon popped. A lhr review was completed for the product and there was no nonconformance associated with the lot number.